Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. Reportedly, the battery compartment was damaged and there was moisture/corrosion in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2016 with the following findings: investigation revealed that the battery compartment was cracked in two places. There was evidence of moisture in the battery compartment, on the underside of the battery cap, and behind the display lens. Leak testing revealed a battery compartment leak. The pump casing was opened and there was evidence of internal moisture throughout the pump. Unrelated to the original complaint, investigation revealed a crack in the pump casing between the case seal and the keypad cover.